Event description:
The reported description notes that the bedside monitor's lower priority alarms are not transferred to the central monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor's lower priority alarms are not transferred to the central monitor. No pt harm was reported. The available info supports that the replacement of the bedside monitor resolved the problem, but no malfunction has yet been shown. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.